Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that a patient was implanted with pangea construct at levels t10-l5 on an unknown date. The patient was returned to the operating room (or) on (B)(6) 2014 for revision surgery. Reportedly the surgeon revised the decompression and fusion procedure at levels t10-l5 to extend the construct to additional levels above and below the pangea construct due to adjacent level disc disease. During the revision surgery, in the process of removing one of the transconnectors in the construct, the screwdriver broke off into the transconnector screw head. There were no fragments to retrieve the tip of the screwdriver remained in the transconnector screw head. The surgeon removed all hardware using a compatible screwdriver and revised the patient to competitor¿s system. There was a two minute delay in surgery. This report is for four pangea screws part and lot numbers unknown this is report 3 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for four pangea screws part and lot numbers unknown. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.